Event description:
It was reported that the device would not operate on battery power. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and the battery pack-proper device operation was then observed through functional and performance testing. The device was returned to the customer for use.